Event description:
A caller reported experiencing an occlusion alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To resolve the issue, the customer changed the soft cannula infusion set and cartridge, then resumed insulin administration. No frequent occlusion issues were reported, and it was confirmed that further assistance was unnecessary.